Event description:
Per court document received, patient underwent a right shoulder arthroscopy procedure and rotator cuff repair, and had a stryker painpump placed following surgery. It was reported that approximately 6 months later, the patient was diagnosed with chondrolysis of the glenohumeral joint in her right shoulder and has had two further surgeries since the diagnosis.

Manufacturer narrative:
No information has been provided as to the model/catalog/lot number of the stryker painpump that was used. No hospital or surgeon information has been provided. No product has been received for evaluation.